Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR # 2029214-2010-00112.